Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tried to unlock their door and used their shoulder to do so which caused their lead to move down. They reported they had lost coverage and an x-ray confirmed that their lead had moved down. The patient was scheduled for a revision to move their lead back up. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's lead migration occurred on (B)(6) 2018 and has been resolved through revision on (B)(6) 2018. The patient's weight was unknown. No further complications were reported.